Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that the lead impedance measured during implant surgery was within normal limits. However, a few days later in clinic there was high impedance. It was later reported that x-rays were taken. Since the lead impedance at this time was within normal limits, no further known intervention was planned. The patient had not experienced any trauma or manipulation to the area after recent implant. X-rays have not been reviewed by manufacturer to date. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.

Event description:
It was later reported patient's impedance was high again. No other relevant information has been received to date.

Event description:
X-rays were received and reviewed by the manufacturer. Based on the x-ray it was determined that the cause of the high impedance is related to incomplete lead pin insertion into the generator header. No other relevant information has been received to date.